Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The impella access site had significant bloody drainage, dressing was removed, the catheter was advanced and pulled back to prolapse the hemostatic valve of the peel away sheath. The site was redressed and secured. Additionally, the patient had acute left arm pain. There was a concern for thrombus so, brachial cutdown with vessel loops for control was performed. Patient was stable.

Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and thrombus could not be determined. Added- h6 component code 925 corrections for the initial MFR report: f6/f8 should have been left blank.